Manufacturer narrative:
Pending return of device for analysis and review of device history record. (B)(4).

Event description:
Sales representative contacted technical solutions in order to report a prometra ii 20 ml pump with several underinfusion volume discrepancies. The first underinfusion that was alleged had an expected volume of 3.846ml and an actual aspirated volume of 10.5ml. A month later, another underinfusion was alleged in which the expected volume was 5.099ml and the actual aspirated volume was 13.5ml. Approximately a month later, another underinfusion volume discrepancy was alleged in which the expected volume was 4.555ml and the actual aspirated volume was 13.0ml. Approximately a month later, another underinfusion volume discrepancy was alleged in which the expected volume was 4.099ml and the actual aspirated volume was 12.5 ml. Approximately a month later, the final underinfusion volume discrepancy was alleged in which the expected volume was 6.968 ml and the actual aspirated volume was 14ml. A few weeks after the last underinfusion volume discrepancy, a cap study was performed in which the catheter was determined to be patent. The patient reports that the pump moves often and sometimes flips and that they have had a return of pain. The pump was later explanted and replaced.

Manufacturer narrative:
Corrected information: d9, h3, h6 device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue could not be confirmed. Visual inspection of the pump did not show any visible anomalies. Functional analysis of the pump confirmed that the pump successfully primed and flowed within specification. Internal complaint number: complaint-(B)(4).